Manufacturer narrative:
H10: two (2) actual samples and some photographs were provided for evaluation.visual inspections with the naked eye and with magnification were performed on the actual samples, which did not identify any abnormalities. The fill port connector caps were removed and no issue was observed in either of the samples. However, a visual inspection of the photographs observed white sting-like shaped polymeric appearing particles. Therefore, the reported condition was not verified in the actual samples, however, was verified in the photographs. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a filament particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.